Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for an evaluation. An analysis has not been performed; therefore, the relationship between this device and the reported event is unknown. A device history record review, and a review of the product family complaint trend report are in progress; results will be provided in a follow-up medwatch report. See associated medwatch report 6000048-2007-00295.

Event description:
Note: this report pertains to the first of two malfunctions occurring with the same patient. It was reported to boston scientific corporation on august 31, 2007, that a speedband super view super 7 ligator was used during a esophagogastroduodenoscopy procedure on a male patient (weight unknown). According to the complainant, during the procedure "multiple bands would deploy at once." Reportedly, a second speedband super view super 7 ligator was used. The patient did not sustain any further complications or ill effects due to this issue.